Event description:
Gastric jejunal tube placed about 3 months ago and it malfunctioned and had to be replaced today. The plastic ring in the port where tubing attaches to the jejunal section broke and fell out and tubing would not stay in to allow child to be fed. Operative report: preoperative diagnosis: digeorge syndrome and feeding difficulties. Postoperative diagnosis: digeorge syndrome and feeding difficulties, as well as malfunction of gastrojejunostomy tube. Procedure: percutaneous endoscopic gastrostomy tube change to gastrojejunostomy tube. Description of procedure: the patient was taken to the procedure room, placed on the table in the supine position. He received mask and then IV anesthesia. IV was placed in the patient's right hand. The preexisting 14-french 1.2 cm, 22 cm gastrojejunostomy tube was addressed. A guidewire was inserted into the j-port approximately 30 cm. Following this, the scope was then used to intubate the esophagus and advanced into the stomach to observe the change-over in the stomach. Once the wire was inserted and placed distally to the gj tube, the existing gj was removed and then, over the guidewire, a new 14-french 1.2 cm, 22 cm in length gastrojejunostomy was threaded over the wire. The scope being in place was able to demonstrate that the tube was transpyloric without tortuosity within the stomach. In fact, approximately 3 to 4 cm only traversed through the stomach. The scope was withdrawn back to the esophagus, which demonstrated normal mucosal lining. The stomach was decompressed. The balloon was insufflated and the scope was removed from the patient. He was allowed to awaken and taken to the postanesthesia care unit for recovery. Complications: there were no complications.